Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a premature ventricular contraction procedure, there was a communication issue with the catheter resulting in cancellation of the procedure. After connecting the catheter to the tactisys, the force parameter could not be detected from the catheter and did not show on the monitoring screen. There was no product replacement. The procedure was cancelled with no adverse patient consequences.